Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a crimped cannula leading to high blood glucose level. The same was treated with correction bolus via pump. The issue occurred with one infusion set used for three hours and site was patient's abdomen. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.